Event description:
It has been reported that the sideport detached for a leave-in swan procedure. It was reported that the staff were attempting to infuse medications through the sideport of the 7f sheath with a 7f swan in place. The sheath and the swan were replaced to resolve the issue with no adverse consequences to the patient.

Manufacturer narrative:
An event of a sideport detachment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.